Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
This MDR was initially reported on 01/27/26 under the incorrect manufacturing site. The MDR number was 9710602-2026-00190. This MDR is being filed to correct the manufacturing site. A supplemental MDR #1 will be filed under 9710602-2026-00190 to note the correction. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in a failure to boot up. There was no patient involvement.